Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: the bag was being used to take out the gall bladder. After the bag was deployed, retracted, and being pulled out through the incision it broke from the bottom into 3 pieces. 2 of those pieces needed to be retrieved from the body cavity. Before the specimen was placed into the bag the surgeon used his robotic bi-polar device to help unroll the bag to make space for the gall bladder. Device was replaced with a different competitive bag and the specimen removed, then the pieces of the inzii bag were found and removed from the patient. Additional information provided by [name] on 29may2026 via email: patient status is unknown but no concerns or injuries were mentioned by the dr. After the case during our meeting. Yes, bile and tissue spilled out of the bag when it broke. Intervention: device was replaced with a different competitive bag and the specimen removed, then the pieces of the inzii bag were found and removed from the patient. Patient status: no patient injury indicated.